Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that troubleshooting confirmed that the ipg was inoperable. Programmer displayed error code 2501. Surgical intervention was undertaken where in the ipg was explanted and replaced. Effective therapy was restored.